Manufacturer narrative:
The serial number of the coaguchek xs meter is (B)(6). The strips were requested for investigation, but were no longer available. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received a discrepant result when testing with a coaguchek xs meter. A venous sample collected from the patient was tested using an unknown laboratory method, resulting in a value of 6.00 inr. Three hours after laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 2.80 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient tests daily.